Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort (described by the patient as a burning sensation) at the ipg site. Reportedly, the company representative met with the patient for troubleshooting to no avail. As a result, surgical intervention is pending as the next course of action.

Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the ipg was explanted.

Event description:
Follow-up identified the issue is resolved.